Manufacturer narrative:
Reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6)

Event description:
Philips received a complaint by the customer on the v60, indicating that a master alarm failure error message was displayed on the monitor upon powering on the device. It was reported that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) confirmed the reported issue after performing a visual inspection due to poor contact of the horns (speakers). The asp switched between the two horns (speakers) and eliminated the alarm. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.